Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed damage could not be determined. As such, it could not be determined if the cannula damage is directly related to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 5 and 24 hours on the arm. As treatment, a new pod was placed and 2.8 unit bolus was given.